Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/18/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/03/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple pump reboots to support power loss. The battery cap did not secure properly to the pump to maintain power, and a power loss was duplicated. No damage was observed to the battery compartment. The battery cap threads were found to be damaged. A test cap was used to exercise the pump for 24 hours with no power interruptions.

Manufacturer narrative:
Follow-up #2 date of submission 04/18/2014-correction:additional manufacturer narrative: follow-up #1 heading should read:the pump has been returned and evaluated by product analysis on 04/04/2014.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the battery cap did not remain secured to the pump. The battery cap threads were allegedly stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.